Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The received photograph revealed a loose particle in the bag. The particle appeared to be a two millimeters piece of clear and circular plastic with a bump in the middle. The reported condition was verified; however, the cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intravia container had particulate matter. A small particulate was observed inside the bag after the drug solution; infliximab, was introduced. The particle appeared to be a two millimeter piece of clear circular plastic with a bump in the middle. There was no patient involvement. No additional information is available.